Event description:
It was reported, "patient attended for treatment this morning, when PICC line accessed, noted a leak from PICC dressing where butterfly wing was. Dressing removed & PICC line flushed again and this time noted leaking from the PICC site itself where the securecath placed. PICC line removed aseptically then confirmed that PICC fractured internally. When PICC line flushed, leaking noted 4cm internally from the butterfly wing." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-01933 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-01910.

Event description:
It was reported, "patient attended for treatment this morning, when PICC line accessed, noted a leak from PICC dressing where butterfly wing was. Dressing removed & PICC line flushed again and this time noted leaking from the PICC site itself where the securecath placed. PICC line removed aseptically then confirmed that PICC fractured internally. When PICC line flushed, leaking noted 4cm internally from the butterfly wing." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "patient attended for treatment this morning, when PICC line accessed, noted a leak from PICC dressing where butterfly wing was. Dressing removed & PICC line flushed again and this time noted leaking from the PICC site itself where the securecath placed. PICC line removed aseptically then confirmed that PICC fractured internally. When PICC line flushed, leaking noted 4cm internally from the butterfly wing." No other information was provided.